Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: rfa-cannulas, upn: n/a , model: rfk-c10522sz, serial: n/a, batch: n/a.

Event description:
It was reported that the patient had an allergic reaction following a cervical radiofrequency procedure.